Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: medtronic: 6f, 7f. Stent: 3.0 x 38 mm xience prime. Device (B)(4): no pre-dilatation. The graftmaster is being filed under a separate medwatch report. There was no reported product deficiency. Thrombosis, perforation, and death are known adverse events as listed in the electronic xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It should be noted that the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effect that occurred periprocedurally.

Event description:
It was reported that the procedure was to treat long segments of the left anterior descending artery (lad), which was diseased, but only had mild calcification. Pre-dilatation was not performed. After implanting a 3.0 x 38 mm xience prime stent, a significant lesion was noted more proximal; therefore, a 3.5 x 23 mm xience v stent was implanted, overlapping the xience prime. The xience v stent delivery system (sds) balloon was then used for post-dilatation at the overlapped area of the stents. When the balloon was deflated, angiography showed the vessel had ruptured. A 2.5 x 15 mm non-abbott balloon was inflated to maintain the perforated site while preparing to use a graftmaster covered stent. At some point while the exchanging the non-abbott 6f guide catheter to a non-abbott 7f guide catheter, the left main (lm) dissected. The 3.5 x 19 mm graftmaster stent was then implanted in the lad due to the dissection. There was good flow in the lm, but the dissection continued to spiral into the lad. The lad completed clotted off and the patient went into cardiac arrest. Despite CPR attempts, the patient could not be resuscitated and died. No additional information was provided.